Manufacturer narrative:
The event date was reported as (B)(6). Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported intermittent keypad response which was reproduced as the "ok" key was found to be intermittent during evaluation and found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an intermittent keypad response. There was no patient involvement. No additional information is available.